Manufacturer narrative:
Pc (B)(4). Unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)?in side box yes. Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? Outside of box was ok. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? The inner carton of one was missing and the other two were dirty. Did the damage of the primary packaging compromise the sterility of the device? Most likely. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when they received their order two of the three devices in the box were smashed and one was missing.

Manufacturer narrative:
(B)(4). Date sent: 02/12/2021. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged and still adhered to the tyvek. However, this condition did not compromise the product sterility. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.